Event description:
Patient allegedly received an implant via the right femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe), with a percutaneous retrieval on (B)(6) 2019 due to the patient's request. Patient is alleging vena cava perforation, pe, chest pain, and ivc filter projects over the upper abdomen. The patient further alleges "I keep getting blood clots in my lungs and the main artery behind my heart I get chest pain and shortness of breath" and "[I'll] be out of breath when I walk and I always end up in the hospital." Per report from CT: "there has been placement of a filter in the inferior vena cava. The apex of the filter lies at the level of the mid portion of the orifice of the left renal vein. The right renal vein joins the inferior vena cava at the junction of the lower and middle thirds of the filter. The anterior leg of the filter extends 8 mm outside the anterior wall of the ivc and lies on the posterior surface of the third portion of the duodenum. There are no fluid collections or hematomas. The filter lies in good orientation." Per report from radiology: "the pulmonary arteries are well seen through the segmental level. Positive for pulmonary embolism (pe). Specifically, there is nearly occlusive thromboembolus within the left main pulmonary artery and nonopacification of the inferior lingular segmental artery." "Partially visualized ivc filter best seen on scout imaging." Per report from CT: "the pulmonary arteries are well seen through the segmental level. Positive for pulmonary embolism (pe). Redemonstration of pulmonary arterial filling defects in the posterior basal segmental branch of the right lower lobe, left main pulmonary artery straddling the left upper and left lower lobar arteries. Linear pulmonary arterial filling defects in the right interlobar pulmonary artery extending into the right middle lobe and right lower lobe pulmonary arteries consistent with chronic pe. Small and chronically occluded right lower lobe posterior basal segment also consistent with chronic pe large clot within the left main pulmonary artery extending proximally into the left upper lobe and left lower lobe pulmonary arteries, similar to the prior exam. No thoracic aortic aneurysm or dissection identified." "Partially-visualized infrarenal ivc filter." Per report from ultrasound: "diminutive diameter of the proximal ivc. Midportion of the ivc which probably contains the ivc filter is not well visualized." "No thrombus identified in the visualized segments of the ivc. The ivc segment containing the filter is not discretely visualized. Distal ivc is patent."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported vc narrowing, chest pain, shortness of breath (sob), aorta thrombus, filter projecting over abdomen is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation, vc narrowing, chest pain, shortness of breath (sob), aorta thrombus, filter projecting over abdomen. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. Device under 510(k)/PMA: k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.